Event description:
It was reported that when the device is powered on, it will stay frozen at the boot-up screen. The unit is not functional. There was not pt use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and confirmed the reported failure. It was observed that the service log was full of service codes, all dated (B)(4) 2010. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.